Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was in (B)(6) for a funeral and was in a hotel room. His wife was in the bathroom and heard a hazard alarm and found the husband on the bed. Alarms were sounding and she checked that all connections were properly attached. Per (B)(6) emergency room, the patient suffered a heart attack and no autopsy was performed.

Manufacturer narrative:
The patient expired and no autopsy was performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.